Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-1999hh ratcheting handle fell apart where the front hub connected to the blue assembly separated after torque. Case involvement, screw had to be cored out of patient which resulted in additional bone loss.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1999hh batch: 8001921 was received for investigation. The device arrived assembled for evaluation. Visual evaluation found scratches, nicks and damage in the metal part of the ratchet. Functional test with a mating part found that the ratchet holds the part but does not ratchet in the desired direction. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Manufacture date of the device: may 28, 2019.

Event description:
Per facility: "blue ratcheting handle driver ar-1999hh disassembled during a rtsa removal case. This is an extremely poor design unfortunately to have the front hub of the driver connected to the blue handle by a threaded component. The counter clockwise torque required to remove a central screw from an mgs baseplate construct (revision case). Results in the hub and handle of ar-1999hh unthreading separating, and you cant get the screw removed. There is no way to fix the handle it as you cant hand or machine tighten the components back together. The problem simply repeats. In the end, we had to trephine core out the central screw to remove it which is not ideal as it results in unnecessary bone loss and complicates a future revision (which is planned)".